Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support; however, customer did not complete check and will change pump supplies to address the issue. Customer's blood glucose was 130 mg/dl.